Event description:
Philips received a complaint by the customer on the v60 indicating that a 1203 "low leak-co2 rebreathing risk" alarm error occurred; the alarm error could not be silenced or cleared. The device was in use on a patient at the time the reported issue was discovered; however, there was no reported harm to the patient or user. The customer called technical support to report that a 1203 "low leak-co2 rebreathing risk" alarm error occurred; the alarm error could not be silenced or cleared. The biomedical engineer (bme) tested the device with 0.25 test adapter in place, and the device cycled breaths normally; the touchscreen and display keys were functional, and no alarms were activated. In the event log, the 1203 error code was noted, but the alarm error could not be duplicated during the run in testing. Additionally, the air inlet filter was fairly dirty, and the customer requested onsite service. An authorized service provider (asp) was dispatched onsite to evaluate and repair the device. Upon arrival, the asp inspected and tested the device but could not replicate the reported issue. The asp successfully performed a full test and verification (t&v) on the device and placed the device back in service. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened.